Event description:
It was reported that the patient was receiving inaccurate sensor readings consistent with dampened waveform. The patient was checked via echocardiogram on (B)(6) 2019 where the sensor was recalibrated and increased by 30.9 mmhg. Accurate readings were observed under the manufacturer's patient care network database.